Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5521-b-400; tri ts baseplate size 4; lot# due7va, cat# unknown; triathlon size 3 ps femoral component; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to infection. As reported: "pt. Presented with symptoms of an acute knee-infection. Dr. Hernandez opted to explant all previous implants and give the patient a dynamic ¿spacer¿ which would allow her to bear weight and achieve greater function than she would with a static-spacer.